Event description:
A 4.0 mm diameter x 24 mm length driver rx coronary stent system was inserted into a patient for the treatment of an rca lesion. The lesion morphology is reported to be non-tortuous with no calcification, with 99% stenosis. It was reported that the lesion was pre-dilated. The driver 40024rx was inserted to the lesion site, and the stent was deployed successfully. Upon the last post dilatation inflation, when the balloon was deflated, blood was noted in the hub. The physician re-inflated the balloon and noted a leak near the proximal balloon marker. After the leak was noted, the physician noted a perforation in the vessel near the balloon leak. The sds was removed successfully. Another manufacturers balloon was inserted to treat the perforation successfully. No clinical sequelae were reported and the patient is reported to be stable. Medtronic has received the device and its analysis has been completed. The balloon leak has been confirmed in the device due to a large hole in the balloon working length, located distal to the proximal pillow and marker band. There is lead in damage to the hole and a flap of balloon material is evident at the distal side of the hole, with the flap being of the same size and shape as the hole. It is not possible determine if the leak in the balloon contributed to the reported perforation. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
.